Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a hypoglycemic event with a blood glucose of 46 mg/dl, which was treated with oral glucose tablets and subsequently rose to 76 mg/dl, then 86 mg/dl, and was 96 mg/dl by the end of the call, with cause unclear and no alarms reported. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.